Manufacturer narrative:
Visual examination of the returned product identified one vngd shortquick-release drill with a fractured piece of a stn pn thd tip .125x2.5in 2pk lodged within the shaft. A review of the device history records could not be performed as the lot number was not provided. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 32-486259, vngd shortquick-release drill, lot # 180402. Foreign report source: (B)(6).

Event description:
It was reported that during an initial tka, the threaded steinman pin broke inside the pindriver when entered into the guide block. There was no impact to the patient. Attempts have been made and no further information has been provided.